Event description:
It was reported that the patient experienced coupling or communication issues between the recharger and the implantable neurostimulator (ins). The ins was tipped in the patient's body and protruded. It was unclear whether the ins could flip also. Due to the position of the ins, it had been difficult to recharge. There was no telemetry between the ins and the recharger or the patient programmer. Two antenna locate actions were performed, and there was no change. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 37760, lot #n0041042, implanted: 2005 (B)(6), explanted: unk. Lead: model 377760, lot#j0546517v, implanted: 2005 (B)(6), explanted: unk. Recharger: model 37752, serial # (B)(4). Programmer: model 37743, serial #(B)(4).